Event description:
It was reported by the patient's mother that approximately 1 year prior, the patient had started experiencing an increase in seizures. When the patient's generator was checked by her neurologist, it was discovered that the generator had been turned off. The device was re-enabled and everything had been fine since. Attempts to the treating physician have been unsuccessful as the physician has indicated that he would not be providing any additional information.

Manufacturer narrative:
(B)(4).

Event description:
A review of the patient's vns programming history was performed in accordance with the periodic programming history review. It was noted that there was additional programming history since last reviewed. Upon review, it was found that a faulted system diagnostic test occurred on (B)(6) 2010 and upon initial interrogation on (B)(6) 2011, the device was at unintended settings with output currents at 0ma. This file houses a report that the patient experienced increased seizures at the end of 2011 and was found to have the device off for unknown reason. It is likely that the programming anomaly caused the unknown device disablement.

Manufacturer narrative:
.